Event description:
Surgeon made changes to the tha plan prior to cases for the day. The case in question was the last case of the day (out of 5) and when we loaded the case back up nothing had changed. All of the surgeon numbers were just where we wanted them. When we went to ream the cup position was severely skewed and way off from the planned values, without us changing anything. Case type / application: tha 4.1. Update - there was likely an inclination/ version issue, however, the main concern was the superiorization of the ream vs the planned ream.